Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of occlusion is listed in perclose proglide electronic instructions for use as a known patient effect of use of the closure device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure as a balloon was used to open the occlusion, causing a delay in the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other proglide device referenced in is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery was completed with two proglide devices, using a pre-close technique, prior to a transcatheter aortic valve replacement (tavr) procedure. The tavr procedure was completed and hemostasis was achieved with the preplaced sutures of two proglide devices. A post procedure angiogram was performed and showed the left common femoral artery was occluded. The cause of the occlusion could not be determined on angiogram. Using the right common femoral access, a balloon was used to open the occlusion. There was no reported adverse patient sequel. There was no reported device malfunction. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.